Event description:
Customer's husband states that the customer had a hypoglycemic incident while attempting to use her advantage meter. Customer had attempted to test all day, but meter was unavailable for use due to an unknown issue (details not provided). Husband heard customer moaning around 3 a.m. And found customer on the floor of the living room. Husband attempted to give customer glucose tablets, but she could not consume them. Husband called emt, who arrived 5-10 minutes later and tested the customer on their meter at 35 mg/dl. Emt provided "glucose injection" in customer's arm and she became more stable and alert minutes later. Customer declined to go to the hospital. Requested return of suspect device and replacement was sent.